Manufacturer narrative:
Device history record review: no indication of the reported defect was found during a review of the device history record. Lot met all release criteria. We will continue to monitor for trends.

Event description:
Facility reported that upon removal of the tubing from the packaging, a kink was noted in the arterial line. There was no patient involvement. The sample is not available for evaluation.